Manufacturer narrative:
Additional narrative: patient weight is unknown. This report is for an unknown six-hole ulna plate/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a six-hole ulna plate broke postoperatively after an open reduction and internal fixation (orif) with bone graft of a right ulna fracture. Initial date of surgery (dos) was completed (B)(6) 2015. A long arm cast was applied. The patient had to return to surgery for new plate. Date of revision surgery was unknown. There was no surgical delay reported. This report is for an unknown six-hole ulna plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported plate was a five-hole ulna plate.